Manufacturer narrative:
Device passed displacement test. Hardware low level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. Software error detected found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the insulin pump alarmed software error detected and hardware low level failure. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The customer performed self test and it was failed. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.